Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 17-jul-2024, UDI#:(B)(4). H3 ¿ analysis of the communicator found ¿tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient¿s communicator battery indicator light was green when plugged into the ac power cord, but when unplugged, the communicator would not power on. The caller said that the issue started a couple days ago, and the patient had not been able to bolus for 2-3 days. A replacement communicator was requested from the repair department. No patient harm reported.